Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (caller) who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient always keeps her stimulation on. The patient noticed in the last 2 weeks her implantable neurostimulator in the pocket has changed from when patient's implantable neurostimulator was implanted. The changes started around (B)(6)2020, christmas timeframe. The implantable neurostimulator is implanted on patient's left flank, iliac crest. The incision is well healed. The implantable neurostimulator is implanted in the same pocket as the original implantable neurostimulator which migrated/tilted in the pocket and was replaced (this previous event is captured in manufacturer report #3004209178-2020-14460.) The currently implanted implantable neurostimulator is sitting oblong, and the patient can feel the top of the implantable neurostimulator but not the other sides of the implantable neurostimulator. The patient is uncertain if he feels the header block. The patient feels burning sensations and soreness at the implantable neurostimulator pocket site. It was reported that the b urning sensation and soreness occurs more later during the day when patient has been walking / movement for a while. Patient confirmed no weight gain or weight loss, no fall or trauma. The patient charges her device nightly and has no issue with charging. Palpation was performed with stimulation off and the patient feels soreness. With stimulation on, patient feels soreness and burning sensation when the implantable neurostimulator is palpated. The soreness is always there and patient keeps her stimulation on all the time. Impedances are within normal limits. The patient was redirected to follow-up with her health care  professional.

Event description:
Additional information was received from the patient reporting they had burning and pain present at the pocket site whether stimulation was on or off. They indicated that it was painful when charging as well. After meeting with their physician regarding this issues it was indicated that the cause of the burning sensation was not determined. Steps taken to resolve the burning sensation and discomfort at the pocket site was the patient was to switch battery pocket sites and replaced the battery. They stated that they had a surgical consult set for march 11. The issue was not yet resolved, but a revision surgery was being scheduled. The patient weighed 115 pounds at the time of the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.